Event description:
It was reported that in (B)(6) 2007, the patient fell on some slick pavement and injured his back. The patient was experiencing pain in his lower back that radiated to his hip and groin. He was also suffering from urinary incontinence. On (B)(6) 2007, the doctor performed surgery on the patient, consisting of a posterior spinal fusion from l2-l3, during which rhbm p-2/acs was used. After this surgery, the patient's pain continued and became far worse. The patient received post-operative treatment from the doctor after his surgery. The doctor later recommended another surgery in 2008, but the patient refused to undergo the second surgery and discontinued treating with the doctor and was referred to a pain management specialist. The patient died on (B)(6) 2012 of 'morphine intoxication' due to the high dosage of pain medications that he required to combat the pain from previous surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.